Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00588.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a non-penumbra microcatheter, and non-penumbra catheters. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician implanted a pod coil and a pod pc into the target location. While attempting to advance the next pod pc, the coil would not advance past its initial position within its introducer sheath. Therefore, the pod pc was removed. Next, the same issue occurred with another pod pc. Therefore, the pod pc was removed. The procedure was completed using another pod pc, the same microcatheter, and the same catheters. There was no report of an adverse effect to the patient.